Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: nut are corroded. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: scope image clarity issue was due to the light fiber damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a image clarity issue. The issue was found before sedation of a therapeutic lap chole procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information provided by the customer: updated fields: d9. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.